Manufacturer narrative:
H3: additional analysis was added to part number: 9735821 the manufacturer was reviewed and the fault description was confirmed. The returned unit has had its optical bench replaced with a p re-conditioned one and has been characterized as extended pyramid volume. Unit has also padded outgoing product testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the replaced devices were returned to the manufacturer for analysis. The returned cables and connector were found to be in good condition and passed a continuity test with no opens or shorts detected. No problem found. The returned fan was found to have wires that were damaged / pulled; unable to proceed with further analysis. The remainder of the fasteners were returned unused; unable to place back in to stock, as the kit it no longer complete. The hardware investigation found that the reported event was related to a hardware issue. H6: fdm 10, fdr 120, fdc 4307 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
2020-dec-02 additional information received. While on site to troubleshoot, manufacturer representative bypassed the upper portion of the camera chain and open the camera cart to check the poe. Switched ports on the o-ring and nothing resolved the issue after checking ndi tool box and self test. Concluded that the issue was with the camera. Manufacturer representative replaced the camera. After doing so, the localizer was connected and in the self test, there were no error in the internal network connection tab. Opened up the ndi tool box and found no issues. System will be checked out the system and representative will monitor the system.

Manufacturer narrative:
The psu was returned and analyzed. A check of the event log showed intermittent firmware incompatibility from nov 2020. Otherwise, the psu passed an accuracy test (aak) at .19 mm with a passing threshold of .25 mm. Codes b01, c02 and d02 are applicable. As previously reported in b5, the camera was replaced. Codes b01, c02 and d02 reflect this. Return of the psu provided the lot number - p904819. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the likely cause was due to camera issue. The camera was not connecting with the system. A different navigation system was used to complete the procedure.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735821r, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during a sacroiliac and thoracolumbar procedure. It was reported that after navigating for 30 minutes the system showed localizer disconnected and a fault light appeared on the camera. The procedure was completed with the another navigation system (s7). Manufacturer representative checked the ndi toolbox but was only able to connect to the system control unit (scu). Self test status for the positioner sensor unit (psu) showed unknown firmware and a red ip. There was a reported delay of less than one hour and no known impact on patient outcome.